Event description:
Additional information received indicated that a chest x-ray was performed and confirmed that the right ventricular lead was not dislodged and no further non-capture was noted. The patient's condition was reported as unstable due to non-device related factors.

Event description:
Additional information received indicated that the right ventricular lead was dislodged.

Event description:
It was reported that the patient presented remotely. Remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited loss of capture and unspecified oversensing. Additional information was requested and not received.